Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: no image was captured and water leakage around the camera head. A probable root cause cannot be identified. It was presumed that liquid had entered the equipment and caused the communication error. However; the results of the investigation did not lead to the identification of the cause of the occurrence that lead to the water leakage. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no image and water leakage around the camera head. There was no patient involvement.